Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined high blood glucose (bg) level of approximately 505 mg/dl. High bg was addressed with a manual correction injection. Customer declined further troubleshooting with tandem technical support.